Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had emergency backup battery circuit faults and were recommended to exchange the controller. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical voltages was confirmed via the submitted log files. The reported event of backup battery circuit faults was also confirmed; however, the faults did not activate any alarms. The log files contained approximately 2 days of data combined (B)(6) 2020 per the timestamp). The voltage levels were observed to be lower than the expected voltage while connected to the mpu throughout the log files; however, the voltages did not drop enough to activate any alarms. The log files captured intermittent low voltage advisory alarms while connected to 14v batteries on (B)(6) 2020 from 19:07:01 to 20:06:25 due to the rsoc voltage levels fluctuating, causing the voltage to drop below the low voltage threshold. The decreased voltages and atypical alarms occurred on both the black and white power leads. Intermittent backup battery circuit faults were also active throughout the log files; however, the faults were not active long enough to activate any associated audio/visual alarms. No other notable events were in the log files. The pump maintained a speed above or equal to the low speed limit throughout the log files. Additional information provided stated that the system controller was exchanged, however, the controller will not be returned for evaluation. The root cause of the reported events could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.